Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. The patient was brought in and defibrillation threshold (dft) testing was performed. It was noted that dft testing was successful with a shock impedance measurement of 63 ohms and pacing impedance measurement of 150 ohms. The physician will continue monitoring at this time. No additional adverse patient effects were reported. This product remains implanted and in service.